Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The armada 35 instructions for use (IFU)states: inflation in excess of the rated burst pressure may cause the balloon to rupture. The investigation determined that the reported balloon rupture and separation appears to be use related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow, non-calcified distal arteriovenous fistula stenosis. Through a brachial access site, a 8.0x40mm armada 35 balloon dilatation catheter was advanced to the lesion and was being dilated to 20 atmospheres (atm) as it was noted as having a small waist during inflation. However, the balloon ruptured somewhere between 18 and 20 atm. The device was removed. Dilatation with another unspecified balloon was then performed in a second vessel in the fistula when it was noted that a marker from the armada 35 had come off and remained in the vessel. There are no plans to retrieve the marker. The patient is doing well. There was no adverse patient sequela reported. No additional information was provided.